Event description:
It was reported that a short time after the implant procedure, telemetry reported non-sustained ventricular tachycardia (nsvt). It was further reported that a chest fluoroscopy confirmed that the lead had dislodged. The lead was repositioned without incident and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. 5592 implantable pacing lead 2001 (B)(6). (B)(4).